Event description:
It was reported that bd insyte autog bc needle did not retract. Description of the issue observed: needle retracted prior to pushing white button patient impact (if known) none.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.